Event description:
A malfunction alarm was reported, with the customer indicating prior notable events did not occur. Blood glucose level did not exceed 500 mg/dl, confirming no adverse impact on the customer¿s blood glucose level. The customer could not reset the pump due to aggravation and planned to call back later for assistance with the reset. No further actions were reported.